Event description:
It was reported the patient experienced pain and burning at her scs ipg pocket site when sitting or touching anything against the ipg. As a result, the patient's scs system was explanted.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.